Manufacturer narrative:
Customer returned device for alleged prime/fill anomaly found on (B)(6) 2022. Device was received with device error 38 and device error 37. Unable to perform displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, and occlusion test. The device passed the self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded device history files and traces using thump software. Device alarmed a device error 37 during testing on (B)(6) 2022 at 07:17:11.000. Device alarmed a device error 38 during testing on (B)(6) 2022 2 at 07:18:29.000. Device was cut open to perform visual inspection and found moisture damage on electrical board , and a gearbox jammed on the motor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Prime/fill anomaly was confirmed. Device error 38 and 37 were confirmed during testing due to a gearbox jammed. Moisture damage was confirmed found on electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not rewinding. No harm requiring medical intervention was reported. The customer will discontinue use of the device.